Event description:
The complainant reported during case of a patient of unknown age and gender on impella cp support, nacl 0.9% + bicarb was used as purge solution accidentally. Head nurse was advised to change the purge solution and monitor the motor current. Later in the day, the patient was also reported to have hemolysis even though there was no sign of malposition or volume issues. The impella was noted to be running at p-8 with mean motor current 1000-1100ma. Motor issues were thought to be due to saline in the purge. Pump change was recommended but motor current decreased to a mean of 930-950ma. No action was taken.

Manufacturer narrative:
The patient, device, UDI and physician information is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup. Unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the purge pressure high alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation into the hemolysis and the low pump flow issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the hemolysis and the low pump flow issues was not determined since product was not returned and limited clinical information was provided. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ to conform to updated procedures, section d6 and h10 were revised with updated information.